Manufacturer narrative:
The reported failure is verified based on the 2 returned samples. The defect was caused due to a damaged tool pin during the molding process for the patient valve housing. The blocked manometer port was not detected by the function tests performed in the spur ii assembly line. To mitigate that this defect occurs again a corrective action (ca-000948) has been initiated. The molding tool has been repaired and a quality control check point on the manometer port has now been added into the working instructions for the injection control procedure for the patient valve housing. In addition, requirements to verify that the test equipment used to test 'manometer port passage' is efficient, has been added. Ambu will keep monitoring the issue and take actions as appropriate.

Event description:
Customer was checking the inventory before the spur ii product went into circulation. A defect in several ambu pediatric resuscitation bags, specifically in the pressure manometer port, was detected. The manometer port being obstructed, rendered the manometer nonfunctional.